Event description:
Customer reports that when comparing his written diary to the device memory there is a discepancy. He states that his diary reads 103mg/dl but the device memory reads 226mg/dl. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.